Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 79-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported an access site ooze/bleed. The patient was given a forward tension suture and two units of blood. Additionally, during placement of the .018 wire and pump, the patient experienced ventricular tachycardia and was defibrillated twice. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) and access site bleed has been completed. The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt and access site bleed could not be determined. Added- b5 mso review, h5 clinical code 2095, h6 impact code 4647 added- d6b f6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the patient expired on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.